Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was implanted into the patient for the treatment of stress urinary incontinence during a suburethral sling, cyctoscopy and anterior posterior repair procedure performed on (B)(6), 2016. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on august 19, 2022: operative findings noted on december 6, 2016: significant urethral cystocele, small rectocele, uterus is reasonably supported. Procedures performed: anterior vaginal compartment repair by vaginal approach, without mesh, sling operation for stress incontinence, cystoscopy with controlled hydrodilation of the bladder, posterior vaginal compartment repair by vaginal approach, with repair or rectocele without mesh.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on august 19, 2022. Correction to block g2. Block b3 (date of event): date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) australia by dr. (B)(6). Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted into the patient on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was implanted into the patient for the treatment of stress urinary incontinence during a suburethral sling, cyctoscopy and anterior posterior repair procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at central gippsland health, sale, vic, australia by dr. Refaat guirguis. Block h6: patient code 2348 captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.